Manufacturer narrative:
The field service engineer evaluated the ventilator and found the gui (graphic user interface) display cycles visually on and off. The ventilator is not cleared to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator shut off. Although requested, it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator or the patient outcome.